Event description:
Anesthesiologist had placed the durasafe catheter in a patient during labor. The procedure went well without complication. There was no abnormal anatomy or undue difficulty performing the procedure. When the catheter was removed after the delivery of the baby, the nurse anesthetist removed the catheter and realized that the black mark signifying the end of the catheter was not visible. After reviewing with other member of the team, they could not determine if this was truly the end of the catheter or not or if the black mark was even present at the end of the catheter. Therefore, an x-ray was performed on the patient followed by a CT scan.

Manufacturer narrative:
No product return is anticipated. Lot/catalog number provided are for finished good. Quality will continue to monitor on monthly trend reports.